Event description:
Received the wrong product from the pharmacy. I use omnipod 5 insulin pumps one of the boxes received from the pharmacy was the omnipod dash pump. I did not notice the difference in the box and am on a three week trip. Because the pods do not work with pod controller I use, now I am trying to manage my insulin with rapid insulin and a needle.